Event description:
It was reported that the patient presented to the in-clinic for a follow-up check. A review of the stored electrogram (egm) noted that the device exhibited post-paced t-wave oversensing. No intervention was performed at this time. No patient symptoms were reported.